Event description:
Patient reported right side "firm and looks abnormal due to capsular contracture". Patient reported having experienced nipple discharge (fluid). Side was unspecified for the nipple discharge (fluid), this record represents the right side. No treatment or surgical reoperation has occurred. Healthcare professional later reported right side "rupture". Device explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2012 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and nipple discharge.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, device appearance (observed 40 mm dark patch edge material inside gel device) and broken shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge broken with non-penetrating nicks due to surgical impact. -non-penetrating nicks.

Event description:
Patient reported right side "firm and looks abnormal due to capsular contracture". Patient reported having experienced nipple discharge (fluid). Side was unspecified for the nipple discharge (fluid), this record represents the right side. No treatment or surgical reoperation has occurred. Healthcare professional later reported right side "rupture". Device explanted.